Event description:
Info received indicates when the brake was applied the casters would continue to swivel but the wheels did not roll.

Manufacturer narrative:
The tech replaced the four casters to repair the bed.